Event description:
Essure procedure done, multiple adverse reactions. Weight gain, nickel allergy, pelvic pain, bleeding, pain during intercourse with bleeding, dizzy, bowel issues, hair loss, headaches, night sweats, syncopal episodes, and more. I am having a partial hysterectomy on (B)(6) 2013 to have them removed due to all of the adverse reactions. This product should be taken off the market so other women do not have to go through the problems that I have had, as well as other women. I have been out of work since (B)(6) 2012 due to passing out and dizzy spells. I have been worked up with a cardiologist and neurologist due to these symptoms that started shortly after having the essure placed.